Event description:
It was reported that this right atrial (ra) lead had observations of noise that was being oversensed. The patient did experience discomfort. Subsequently, this lead was surgically abandoned and replaced successfully, and the device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.